Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted additional patient information: patient is anglo. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the coating sheared off the involved glidewire device. It was a right to left femoral access. After two passes of the left sfa (superficial femoral artery) thrombectomy, an angiojet catheter became stuck to the wire. The catheter and wire were both removed and it was noted that the plastic coating on the wire was sheared off. There was not tortuosity or calcification on the sfa, just a clot. The patient was reported to be in stable condition. Additional information was received on (B)(6) 2018. The procedure being performed was a thrombectomy. The tech stated that no piece of the plastic sheared off, it accordioned onto itself on the stainless steel wire shaft. A full lower extremity angiogram was performed and there was no sign of embolism. There was no metal entry needle used with the glidewire and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and provide the completed investigation results. Results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the urethane outer layer had been peeled off the wire on approximately 390 - 500mm from the distal end of the device, where the core wire (approximately 110mm in length) was noted to be exposed. Magnifying inspection of the outer surface revealed the following. Some abrasions had been generated on 100 - 300mm. The urethane outer layer had been everted back over the wire in the distal direction on 375 - 390mm (approximately 15mm in length). The urethane outer layer had been everted back over the wire in the proximal direction on 500 - 700mm (approximately 200mm in length). The everted urethane outer layer had been whitened on around 580mm. The total length of the everted urethane outer layer was found to be approximately 215mm, which does not match the length of the exposed portion of the core wire (approximately 110mm in length). From this, it is most likely that the urethane outer layer had been stretched, due to which it cannot be determined if there is any piece of the urethane outer layer missing from the actual sample. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the actual sample became stuck in it. In the course of attempting to release the sticking of the actual sample, the urethane outer layer became damaged and everted back over the wire. Continued attempts to release the actual sample caused the urethane outer layer to get further everted, resulting in its ripping. With no information about the device used in combination with the actual sample not available, the exact cause of the reported event cannot be definitively determined. The IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."